Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was approximately 400 mg/dl. Additionally, an air bubble was observed in the infusion set tubing. Reportedly, the infusion set sites were changed to address the issue